Event description:
It was reported that the ventilator had o2 concentration issues. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had o2 concentration issues. Identification of issue has been done by analyzing problem description. Based on technician statement, the customer reported that the problem with oxygen concentration occurred while the device was connected to the patient. The customer decided to repair the device by himself and no more information was provided. The issue was decided to be reported as incorrect o2 concentration delivered to the patient may, in some cases, indicating that the ventilation have been insufficient due to gas delivery error, which represent a reportable event. There was no patient harm. Unfortunately, neither the device's logs nor information about the repair were available, therefore the root cause to the reported issue has not been determined. H3 other text : 4112.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).